Event description:
It was reported that during an unknown procedure, the generator will not power up. Customer used a second generator to complete the procedure. No patient consequences.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent the generator was received in good physical condition. The main pcb was replaced as identified during the investigation to address the power issues as reported by the customer. During the investigation it was also noticed that the ground wire was missing from the main board to the ground post. The ground wire was installed. The repair and testing of the unit was completed per the service manual, bringing the unit back to full functionality. The unit passed all functional tests and is fully operational.